Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (sd card faults) was confirmed. Upon investigation the monitor displayed a service code 104 and dl code 203 (sd card fault) and failed a pulse test. During the investigation contamination was discovered on the j101 & j502 connectors, the pcbs, and sd card, causing the failure. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing sd card faults.